Event description:
Harmonic scalpel (B)(4) used with reprocessed ascent laparoscopic handle during thoracic surgery. The instrument was tested and was okay to use. The instrument was used through the right chest wall port site when smoking was noted from the instrument and alarm read instrument alert. The instrument was taken out of service, and it was noted that the teflon coating was burned off. At the end of the procedure, a burn was noted to the chest area of the pt's skin. Ascent rep on-site during event.